Event description:
It was reported that surgeon revised the patient's accolade stem in left hip due to pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 540-11-54f, lot # 23xmae, description: trident psl ha solid back 54mm. Cat # 6570-0-236, lot # unk, description: delta v-40 ceramic head 36/+5. Cat # 623-00-36f, lot # 56vmnd, description: trident 0° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised the patient's accolade stem in left hip due to pain.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no devices were returned for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.